Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a plate, part and lot number unknown. The catalog/part number of 241.445 was reported as a possible, unverified, number for the plate this part is for a 3.5mm lcp® anterolateral distal tibia pl 9 holes/left. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted on an unknown date, was returned to the operating room on (B)(6) 2014 to explant a broken plate with a non-union. The plate was explanted and revised with a lcp low-bend medial plate. The broken device was easily removed without additional intervention. There was no surgical delay or patient harm reported, the procedure was successfully completed. It was further reported the patient could not feel her foot. The patient may have walked on the construct and returned to work too soon contributing to the breakage of the plate. It is presumed that the patient was noncompliant. This report is for a plate, part and lot number unknown. This is report 1 of 1 for (B)(4).